Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.the events of silicone migration, and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture, silicone migration, and granuloma.

Event description:
Healthcare professional reported left side "rupture", "rare sparse calcifications" and "hyperechogenic nodule in the axillary extension / qsl, with a "snowstorm" appearance, measuring 4 mm in the shortest axis" . Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification : no observed. Granuloma : unable to observe as it is a medical event that is not related to the device. Silicone migration : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "rupture", "rare sparse calcifications" and "hyperechogenic nodule in the axillary extension / qsl, with a "snowstorm" appearance, measuring 4 mm in the shortest axis". Device has been explanted.

Event description:
Device has been explanted.